Manufacturer narrative:
Omit : concomitant med prod data. Correction: annex b : b21. Annex c : c21. Annex d : d16. Annex e : e2401. Annex f : f24. Additional information : device eval by manufacturer?. Annex a : a1801, a23. Annex g : g04037, g02017, g0200802. Annex b : b01, b14. Annex c : c23, c0601. Annex d : d15, d11. Annex e : e2403. Annex f : f26 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that heparin (25000/250ml) was ordered to infuse at 5ml/hr however it infused faster than intended. It was reported that the hospital's risk team determined that the event was due to "staff programming error." There was patient involvement however no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that heparin (25000/250ml) was ordered to infuse at 5ml/hr however it infused faster than intended. It was reported that the hospital's risk team determined that the event was due to "staff programming error." There was patient involvement however no patient harm.